Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occured. The 85% stenosed de nova lesion was located in the severely calcified proximal right coronary artery. A 3.50x15mm nc quantum apex balloon catheter was selected for pre-dilation and advanced to the lesion without resistance. On the first inflation, the balloon ruptured at 6 atms after being inflated for about 5 seconds. The device was removed intact .the physician then advanced a 3.50x10mm flextome over the wire (otw) cutting balloon. On the 1st inflation, the cutting balloon ruptured at 4atms after being inflated for about 5 seconds. The physician attempted to advance a second 4.00x15mm flextome otw cutting balloon; however, on the first inflation the cutting balloon ruptured at 6atms after being inflated for about 5 seconds. Both of the cutting balloons were removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).